Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy and implanting the device off-label have been ruled out as potential causes. However, the patient was pregnant. It is unknown if the device was used while the patient was pregnant. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "the safety and effectiveness of the freedom pns system for use during pregnancy and nursing have not been established." The stimulator is used to treat pain. The cause of the loss of therapy and pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy. Additionally, the patient reported the device is causing pain without the antenna or battery in use. An explant procedure will be performed. However, a date has not yet been scheduled. Attempts to retrieve patient and product information have been unsuccessful. No additional information is available at this time.